Manufacturer narrative:
(B)(4). Date sent: 01/30/2019. Additional information was requested, and the following was obtained: what were the symptoms of the allergic reaction? Apthous ulcers in her mouth when did the symptoms start? (B)(6) 2018. On what date was the linx implanted? (B)(6) 2018.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the symptoms of the allergic reaction? When did the symptoms start? On what date was the linx implanted?

Event description:
It was reported, linx device was ex-planted on (B)(6) 2018. It was indicated that the device did not malfunction. The patient "felt like an allergic reaction occurred." The patient was experiencing sores in the mouth and wanted the device removed. The device was implanted sometime in the last year.